Manufacturer narrative:
(B)(4).

Event description:
It was reported that no capture issue was observed on the ventricular lead. Lead was repositioned and lead remains implanted. Patient was stable post procedure.